Event description:
Original surgery to replace infected bone flap with bonesource was performed in february. Stryker rep recommended using drain due to size of cranial defect but surgeon didn't think it was necessary. Two days later, hematoma was discovered at site of implant and was successfully drained. Pt is now fine and recovering well.